Event description:
It was reported that the implant would not mate with the tibial tray. A new product was opened and used to complete the surgery. There was a 10-minute surgical delay. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south korea. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6; h11 complaint was confirmed through the returned product analysis. Visual inspection of the returned articular surface size cd 12 mm was performed. The dovetail feature was found to be both flared and compressed and the distal surface exhibits deep nicks and scratches. Product identifiers were measured and found to be conforming. Device size and lot number confirmed as reported. The device history record was reviewed and no discrepancies relevant to the reported event were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.